Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black lines around the edge. The customer's blood glucose level was 138 mg/dl at the time. The customer reported that they replaced the battery of the insulin pump and could not get it to turn back on. They also reported that the insulin pump started beeping. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. (B)(4).